Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 concurrently with cystocele repair due to stress urinary incontinence, and large cystocele. It was reported that the patient underwent urethrolysis with removal of a portion of mesh, anterior colporrhaphy, sacral spinous vaginal cuff suspension, and cystoscopy on (B)(6) 2004.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure on (B)(6) 2002 in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, urinary problems, recurrence and dyspareunia. It was reported that on (B)(6) 2004, the patient underwent another gynecological procedure in order to treat cystocele, retention of urine and vaginal cuff prolapse and mesh was implanted. It was also reported that on (B)(6) 2004, the patient underwent urethrolysis with removal of a portion of transvaginal tape due to incidental removal during revisional surgery. (B)(4).

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-25532. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Resubmission with the correct file number. It was reported that the patient underwent insertion of interstim lead and generator stage 2 on (B)(6) 2011. No additional information was provided.